Manufacturer narrative:
Stn: (B)(4). Investigation: per the customer, the unit experienced a long filtration time. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was not returned for investigation. The lot number was not specified by the customer. Reserve samples of a lot that was shipped to the customer in the timeframe (131008kk) were visually examined and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records of lot 131008kk were reviewed with no abnormalities noted. Root cause: a definitive root cause could not be determined. Possible root causes of hemolysis are: characteristics of blood, e.g. Red blood cell fragility. Bacterial contamination. Excessive cooling. Filter clogging. The presence of blood aggregation can increase the risk of filter blockage.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation. This report is being filed due to a device malfunction that has the potential for injury.